Manufacturer narrative:
The console was evaluated and repaired in the field on november 02, 2015. System analysis/service repair: the reported issue "laser cannot start, no fan when is plugged" was confirmed and determined to be the result of a faulty cable. The cable was repaired and a preventative maintenance (pm) performed. The system was tested and verified to meet specification.

Event description:
Information as it was reported to ams that during a bph surgical procedure the customer experienced "laser cannot start, no fan when is plugged". This issue was noted, at the start of the procedure. The case was completed by an alternate procedure "classic resection". Patient outcome: no injury to patient reported.